Event description:
Everest bipolar model #3045 would not work during pre-operative check. Cords were changed and esu unit checked without success. A new package was open and instrument worked without problems.